Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. There was no information about the auto mode feature activation and pump usage within 48 hours. Troubleshooting was declined. No further patient complications were reported. The insulin pump will not be returned for analysis.